Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2017 with the following findings: during investigation, the returned battery cap and test cap attached securely to the pump. All battery cap contacts were within specification. There were multiple unexplained pump reboots observed in the black box. The pump was successfully run on a 24 hours basal program with no reboots occurring. The original complaint was unable to be duplicated. There was rust/corrosion found in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no damage observed to the power circuit. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.